Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 168 mg/dl. Blood glucose level at the time of incident was 335 mg/dl. Other blood glucose value mentioned was 444 mg/dl. The customer was treated with insulin drip in the hospital. Customer was experiencing trouble in breathing. Customer declined troubleshooting for high blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.